Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a 120mm severely calcified, 50% stenosed distal left superficial femoral artery lesion with plaque, the everflex entrust stent experienced deployment issues. The artery was 6mm in diameter. The 0.018 guidewire could not be inserted; the wire was changed to 0.035 non-medtronic wire and the stent passed smoothly. A 6fr non-medtronic sheath was used. The lesion was pre-dilated. Resistance was met when advancing the device. Lock-pin was checked for securement and then removed once the stent had reached the lesion. When starting to deploy the stent after 30mm a snapping sound was heard and the thumbwheel started turning on itself without further deploying the stent. After opening the entrust delivery system they found the wire to be detached and could no longer be used to deploy the stent. They pulled the stent and it started elongating and then deploying all the way up ending just below the profunda bifurcation. The stent was inaccurately delivered and deployed in a healthy vessel rather than the intended lesion site. The length of the deployed stent in the vessel was 120mm. The deployment system was successfully removed. An additional non-medtronic stent was placed on the lesion itself as the entrust stent deployed above the lesion. No patient complications have been reported as a result of this event

Manufacturer narrative:
Image analysis image : this image depicts the stent partially deployed. Image : this image shows the deployed stent which appears to be elongated. Clip : this clip was returned with no images captured. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned dismantled, the device was identified by the strain relief, the pull wire was detached from the rest of the device, a kink was noted on the gold outer sheath approx. 3cm from the distal end of the blue outer, due to the condition of the returned device, no further testing could be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.